Manufacturer narrative:
This report is being submitted following retrospective review of historical rga returns conducted during quality system remediation. The device may have been returned under the prior rga process, not designating the associated complaint and is no longer available for physical evaluation. A retrospective complaint evaluation and MDR assessment were completed using available information and documentation. Procedures have since been revised to require complaint/MDR screening and appropriate device retention, when complaint returns are received.

Event description:
It was reported that the user sought to return the device after the 90-day window and indicated a preference for multiple daily injections, while internal review of device data showed a 90-day time-in-range of 89 percent and no device alerts or alarms. Symptoms included episodes of hyperglycemia and hypoglycemia. Outcomes included no hospitalization and no emergency medical intervention. Investigation included review of device-generated glycemic reports and user-reported experience. Investigation of this case revealed no device malfunction or component failure and suggested adequate device performance, with the primary concern related to unexpected cost communicated to the user by third parties. It was concluded, based on previously established findings for similar reports, that the cause was unclear.